Event description:
Patient's wife reported that with the previous site, she was not able to detach the cleo tubing from the site cannula and had to pull the whole site. Per wife, there was appearance of infection (redness, pus, no fever). Patient's wife states that they cleaned the old site, used topical medication and it is doing better. No issues with new site. Unknown if md is aware. No further information, details or dates provided. Subcutaneous remunity self-fill patient. Patient started using remunity device (B)(6) 2025. (Pah) pulmonary arterial hypertension.